Event description:
It was reported to the company that during the implant surgery in 2007, the patient had a csf leak. It was also noted that the patient had a malformed cochlea with incomplete turns. Post operative testing performed three months later indicates that the patient is having a positive response to the implant. The patient will continue to be monitored by the center.